Manufacturer narrative:
Date rec¿d by MFR:04jun2019. Based on the information provided, the reported issue is not likely to cause or contribute to death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26mar2019. International UDI # (B)(4). Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reports tidal volume is reading liters however should be in milliliters. It is unknown if the unit was in clinical use at the time the reported issue was discovered. No patient/user harm reported. Event date not specified, estimate used.